Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The processor board and touchscreen display were replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board and the display were returned to livanova (B)(4) for further evaluation. During investigation, non-conforming soldering joints were identified on the processor board, which caused the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of an s5 double head pump went black during a procedure. The customer switched out the pump and was able to complete the case. There was no report of patient injury.